Event description:
The customer called complaining of high results. A review of the system was conducted over the phone, this indicated that their meter read 230 mg/dl and the lab reported results of 25 mg/dl. The customer was asked to return the meter for further evaluatiojn, and a replacement was provided. Customer was invited to call 24/7.